Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On (B)(6) 2023 the involved device was received in an open pouch. It was disinfected and then inspected. The involved customer sample shows a fold mark. We know such a failure. This can happen when the siliconized backing material is pulled off the electrode not according the instructions for use. Further on a burnt spot can be recognized opposite the connecting tab. The burnt spot is about 4x4cm in size. Judging the burnt spot we assume at least a 3rd degree burn must have happened. Due to the burn residues in the gel and the gel dry-out caused by the long storage from since the incident had happened on march 17th till may 11th (when the involved device was received), an electrical test or an adhesive strength test of the involved sample was no longer possible. We have requested several times for further information on the incident to draw a conclusion. We have been informed by our our distributor on june 2nd, 2023 that "we tried to make several contacts, but without success. Kindly, proceed with the available information" it should be noted that the use of a split electrode (instead the unsplit electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. The IFU explicitly states this warning: "if the electrosurgical device is equipped with a system for monitoring neutral electrode contact quality (such as rem¿, nessy ®, arm¿, etc.), always use a split electrode. A contact quality monitoring system may not work in conjunction with an unsplit electrode, meaning that the loss of secure contact between the patient and the neutral electrode will not trigger an audible alarm." However, based on the information provided to us we cannot determine whether the hf generator used in the incident had a cqms system. If it had, the use of a non-split electrode would have been a user-error. As no further information has been made available to us despite of repeated efforts (questionnaire und repeated emails), no further conclusion can be drawn. We therefore consider the investigation closed.

Event description:
On march 24th, 2023 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in brazil. A non monitoring dispersive electrode (model skintact wr01) and an unknown generator were used. The initial reporter stated "on (B)(6) 2023, disposable plate the cautery burned a patient during the surgical procedure. The neutral plate of the scalpel was installed on the anterior surface of the left leg. During the procedure, the surgeon observed a cutback in the scalpel's power, and the circulating nurse went to check the plaque and observed that the same it was burned. The incident culminated in a wound of 2 cm in the patient during the surgical process." We received also four pictures two showing the involved dispersive electrode front [gel] side and back [nonwoven] side. The other two pictures are showing the pouch front and back side. The front gel side of the involved dispersive electrode is showing a burnt area opposite the connecting tab. We don't know but assume according to the burnt residues seen on the picture that at least a 2nd degree burn must have happened. No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed so far to us.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and the concerned dispersive electrode for further investigation. Once we have received any information or the involved device we will provide a follow up report.

Event description:
On (B)(6) 2023 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in brazil. A non monitoring dispersive electrode (model skintact wr01) and an unknown generator were used. The initial reporter stated "on (B)(6) 2023, disposable plate the cautery burned a patient during the surgical procedure. The neutral plate of the scalpel was installed on the anterior surface of the left leg. During the procedure, the surgeon observed a cutback in the scalpel's power, and the circulating nurse went to check the plaque and observed that the same it was burned. The incident culminated in a wound of 2 cm in the patient during the surgical process." We received also four pictures two showing the involved dispersive electrode front [gel] side and back [nonwoven] side. The other two pictures are showing the pouch front and back side. The front gel side of the involved dispersive electrode is showing a burnt area opposite the connecting tab. We don't know but assume according to the burnt residues seen on the picture that at least a 2nd degree burn must have happened. No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed so far to us.